Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported a leadcare ii patient result of 17.0 ug/dl. The test was then re-run using the same sample buffer tube with a result of 15.0 ug/dl. Customer reported the patient was being sent for venous confirmatory testing. Customer reported they plan to run the test kit level 1 and level 2 controls and provide results to technical services (ts). Customer stated they will follow up. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: drying hands with paper towels rather than air drying. Only bringing the capillary tube into collection room. Ts recommended the customer. Bring the capillary tubes, plungers and the treatment reagent (tr) tube into the collection room. Bringing the capillary tube into collection room on a tray with lancet and gauze not wiping the outside of the capillary tube. Ts instructed the customer to review the cdc recommendations for capillary blood lead collection with staff. Ts provided the cdc capillary collection video and a link to the leadcare ii product literature. Ts attempted to contact the customer on (B)(6) 2026. No additional information has been provided by the customer to date.